Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine and an unspecified type of prismaflex set, "air was making it past sensor and clamp multiple times". Extracorporeal membrane oxygenation was simultaneously running with crrt. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.